Event description:
It was reported that the patient received multiple inappropriate shocks. Noise was observed on the ventricular channel. Fluoroscopy revealed fracture of the pace/sense portion of the lead. The patient is active and had a history of atrial fibrillation. He first received inappropriate therapy during a tennis game when he had an atrial fib episode. The sense/pace portion of the lead was capped and replaced, and his device was upgraded to dual chamber to allow for rhythm discrimination.

Manufacturer narrative:
No medwatch form was received.